Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the his bundle lead used for pacing in the left bundle branch area exhibited high thresholds. The lead was attempted /not used and replaced with a left ventricular (lv) lead. No patient complications have been reported as a result of this event.